Event description:
This case was initially received via regulatory authority (B)(4) on 25-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), depressed mood ("loss of morale"), menorrhagia ("hemorrhagic menstrual periods"), pain in jaw ("jaw pain characterized as burning on face"), burning sensation ("jaw pain characterized as burning on face"), mastication disorder ("chewing movements") and jaw disorder ("unexplained noises in mouth"). The patient was treated with surgery (removal of essure on (B)(6) 2017.). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, asthenia, depressed mood, menorrhagia, pain in jaw, burning sensation, mastication disorder and jaw disorder outcome was unknown. The reporter provided no causality assessment for allergy to metals, asthenia, burning sensation, depressed mood, jaw disorder, mastication disorder, menorrhagia and pain in jaw with essure. Further company follow-up with the regulatory authority is not possible. Company causality comment: this non-medically confirmed spontaneous case report refers to a female patient who received essure (fallopian tube occlusion inserts) and experienced allergy to nickel. Essure was removed 4,5 years after its insertion. Allergy to nickel is anticipated in the reference safety information. Other non-serious events were also reported. Some patients may develop an allergy to nickel or other components of the micro-insert following placement within the fallopian tube, therefore, a causal relationship between reported event and suspected device was assessed as related. This case was regarded as incident, since device removal was required. A product technical investigation is expected. Further information cannot be obtained.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - heath authorities in france, reference number: (B)(4)) on 25-apr-2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy to nickel") and menometrorrhagia ("hemorrhagic menstrual periods, metrorrhagia") in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: two iuds and spontaneously expelled. Past adverse reactions to the above products included device expulsion with two iuds and spontaneously expelled. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). In 2016, the patient experienced asthenia ("asthenia") and pain in jaw ("jaw pain characterized as burning on face"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), depressed mood ("loss of morale"), burning sensation ("jaw pain characterized as burning on face"), mastication disorder ("chewing movements"), temporomandibular joint syndrome ("unexplained noises in mouth"), fatigue ("tiredness") and uterine enlargement ("hyperplasia in uterus"). The patient was treated with surgery (laparoscopy, curettage and endometrectomy via novasure were performed on (B)(6) 2017 and removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, menometrorrhagia, depressed mood, pain in jaw, burning sensation, mastication disorder, temporomandibular joint syndrome, fatigue and uterine enlargement outcome was unknown and the asthenia had resolved. The reporter provided no causality assessment for asthenia, burning sensation, depressed mood, mastication disorder and temporomandibular joint syndrome with essure. The reporter considered allergy to metals, fatigue, menometrorrhagia, pain in jaw and uterine enlargement to be related to essure. The reporter commented: according to the essure removal surgery report, the patient complained about haemorrhagic menstruations since the insertion of essure. She also complained about tiredness and pain in jaw since one year. Physician's letter dated of (B)(6) 2017 stated that the patient with nickel allergy and complained about various symptoms related to essure. On (B)(6) 2017, laparoscopy, curettage and endometrectomy via novasure were performed. Essure inserts were correctly positioned. No salpingectomy was done, but only removal of 1 cm of the tube on proximal part so that tubal ligation can be done. Essure inserts were pulled out and completely removed on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: using nickel was contraindicated; on (B)(6) 2017: allergy test with nickel was positive. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: information received from attorney via legal department. Historical condition included two iuds, spontaneously expelled. Essure insertion on (B)(6) 2012 was performed with no difficulty, 3 trailing coils for left insert and 4 trailing coils for right insert. Patient also experienced metrorrhagia and hyperplasia in uterus. On (B)(6) 2017, laparoscopy, curettage and endometrectomy via novasure were performed. Essure inserts were correctly positioned. No salpingectomy was done, but only removal of 1 cm of the tube on proximal part so that tubal ligation can be done. Essure inserts were pulled out and completely removed on both sides. Patient recovered from asthenia on unspecified date. Events menorrhagia and metrorrhagia were combined into one event of menometrorrhagia, upgraded to incident, FDA codes updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - heath authorities in france, reference number: (B)(4)) on 25-apr-2017. The most recent information was received on 31-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy to nickel") in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia ("hemorrhagic menstrual periods"). In 2016, the patient experienced asthenia ("asthenia") and pain in jaw ("jaw pain characterized as burning on face"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), depressed mood ("loss of morale"), burning sensation ("jaw pain characterized as burning on face"), mastication disorder ("chewing movements"), temporomandibular joint syndrome ("unexplained noises in mouth") and fatigue ("tiredness"). The patient was treated with surgery (removal of essure on (B)(6) 2017.). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, asthenia, depressed mood, menorrhagia, pain in jaw, burning sensation, mastication disorder, temporomandibular joint syndrome and fatigue outcome was unknown. The reporter provided no causality assessment for asthenia, burning sensation, depressed mood, mastication disorder and temporomandibular joint syndrome with essure. The reporter considered allergy to metals, fatigue, menorrhagia and pain in jaw to be related to essure. The reporter commented: according to the essure removal surgery report, the patient complained about haemorrhagic menstruations since the insertion of essure. She also complained about tiredness and pain in jaw since one year. Physician's letter dated of (B)(6) 2017 stated that the patient with nickel allergy and complained about various symptoms related to essure . Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: using nickel was contraindicated; on (B)(6) 2017: allergy test with nickel was positive. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 31-jan-2019: new information received from attorney via legal department (new reporter - lawyer - was added): patient's age (and date of birth) was provided. Allergy tests results were also provided. New event was added: tiredness. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) on 25-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), depressed mood ("loss of morale"), menorrhagia ("hemorrhagic menstrual periods"), pain in jaw ("jaw pain characterized as burning on face"), burning sensation ("jaw pain characterized as burning on face"), mastication disorder ("chewing movements") and temporomandibular joint syndrome ("unexplained noises in mouth"). The patient was treated with surgery (removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, asthenia, depressed mood, menorrhagia, pain in jaw, burning sensation, mastication disorder and temporomandibular joint syndrome outcome was unknown. The reporter provided no causality assessment for allergy to metals, asthenia, burning sensation, depressed mood, mastication disorder, menorrhagia, pain in jaw and temporomandibular joint syndrome with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 08-jun-2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 259 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-jun-2017: device evaluation received. Company causality comment incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.